Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms of high blood glucose value. It was unknown that how the customer treated high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer also reported insulin flow block alarm. Customer also stated the presence of small bubbles in the reservoir. No further complications were reported. The customer will continue to use the device.